Event description:
The customer reported that he keys were not functioning. There was no report of patient involvement.

Manufacturer narrative:
No information was provided to support any evaluation was completed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.